Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently used more insulin for a bolus at a rate of 3-4 times more than manual injections or a pump. The customer verified that the pump basal rate was delivering insulin as intended and maintained blood glucose (bg) level within range (200-300 mg/dl). Customer verified that the pump was functioning as intended.